Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while inserting the lens into the patient's eye the haptic broke. The lens was cut and removed. The incision was enlarged and another lens was successfully implanted. A suture was placed. The report is for the patient's right eye. Please reference MDR #1119279-2014-00131 for the lens used during this event. Please reference MDR#1119279-2014-00133 for the cartridge used during this event.